Event description:
Pt had device replacement, but the device was not to be turned on until two weeks post-implant. The device spontaneously turned on the first night at full intensity. The pt had no programmer to turn it off. No report of device explantation.